Event description:
It was reported via repair work order that there was a loss of manual and electronic brake disengage due to broken brake lever and caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.